Event description:
It was reported that a home patient (hp) felt bloated and had a distended stomach during drain four of four of continuous cycling peritoneal dialysis therapy on the homechoice (hc) machine. The care giver (cg) indicated that the drain volume (dv) was 2837 ml, the current ultrafiltration (uf) was 232 ml, the total volume was 9000 ml, the therapy time was 8 hours and 30 minutes, the fill volume (fv) was 2000 ml, and the last fill volume (lfv) was 1000 ml. The technical service representative (tsr) had the cg perform a manual drain, and the manual dv equaled 1263 ml. The total dv during drain four equaled 4100 ml. The hp indicated that they felt empty and better after the manual drain. The tsr assisted the cg in ending the hp's therapy. The hp was to complete therapy using continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. The homechoice device received a returned instrument testing evaluation (rite). An external/internal inspection was performed on the device and found no issues. The device passed rite electrical and functional testing. The pneumatic system of the device was tested and found to be working to specifications. A short simulated therapy was successfully completed on the device. The reported iipv event was identified in the event history log, but during sample evaluation no nonconforming product was found related to the reported issue. The device was determined to meet specifications. The service history review found that the previous device servicing did not cause or contribute to the reported issue. The cause of the high drain alarm was determined to be one or more cycles advancing to the next fill when a slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.